Manufacturer narrative:
The device was in use for treatment. To date, the device has not been returned to perform an investigation. A review of the device history record identified no rejects during manufacture of this lot. There were three units in final packaging where the labels required a reprint. In addition, a review of complaints found no other complaints against this lot number. The instructions for use (IFU) informs the user: if a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of the dilator. It is unknown if a stylet was used during this event. Additional information has been requested but to date not received. A follow up report will be sent upon completion of the investigation.

Event description:
The customer reported that during a cryoablation procedure, the physician tested the arrive catheter by inserting the brockenbrough needle and when the needle was withdrawn there was a plastic piece from the catheter's dilator on the tip of the needle. No patient complications resulted from this event.

Manufacturer narrative:
The customer reported that the physician tested the catheter by inserting the needle. When the needle was withdrawn there was a plastic piece from the catheter's dilator on the tip of the needle. It is unknown if the doctor used a stylet during insertion of the needle. The device was not returned to perform an analysis therefore, the complaint cannot be confirmed. Although the failure cannot be confirmed, the potential causes of this failure include user does not use a stylet during transseptal use. Testing has shown that the transseptal needle, in combination with the dilator is potentially susceptible to skiving. No patient injuries were reported with this complaint. A review of complaints for this failure mode indicates the risk has increased from medium to high. CAPA (B)(4) has been opened to address this risk. Oscor will continue to monitor this device for complaint trends and risk. Per the arrive sheath clinical evidence report (cer), the clinical evaluation of the sheath and dilator demonstrate the clinical safety and performance of the device. The outputs of the risk management process, the device-body interaction, and clinical performance of the device demonstrate that the benefit to the patient is greater than any risk identified. Per the qa adelante breezeway dilator in-process and final inspection procedure, a blunt ts inspection mandrel is used for insertion into the dilator shaft to check for patency on 100 percent of the dilators. The arrive sheath instructions for use (IFU) instructs when "preparing and managing the transseptal sheath, if a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of the dilator."